Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No unexpected low battery alarm anomalies noted. Device received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons on the insulin pump were sticking. Customer stated that the insulin pump had no delivery alarms. Customer stated that the insulin pump had motor error alarm. Customer stated that the insulin pump rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.